Manufacturer narrative:
Manufacturer report 2017865-2018-00677, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Multiple auto mode switch episodes were observed on the atrial channel of the implantable cardioverter defibrillator. Review of the episodes showed atrial lead noise. The noise could be replicated with provocative left arm movements. The device was reprogrammed to vvi. The patient was in stable condition and will continue to be monitored.